Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. A review of the history of the pump showed that the e-4 occlusion error occurred as intended and continued to recur until the customer followed instructions and performed a cartridge change as indicated in product labeling. There were no further e-4 errors after the cartridge change was performed.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to elevated blood glucose. The infusion device displayed an e4 occlusion error prior to the event. The patient changed the infusion set, but the e4 occlusion still occurred. The patient had symptoms of hyperglycemia. The patient was taken to the hospital and treated with insulin via pen. The patient was hospitalized until (B)(6) 2015. The infusion device was requested to be returned for product evaluation.